Event description:
Additional information received from the patient reported that her lack of symptom relief had not been resolved and she had been very disappointed in the device.

Event description:
Additional information received from the consumer reported that the patient was still leaking and needed a diaper. The health care provider (hcp) said they might need to adjust 1 of the leads. The trial went good, but the implant was not helping. The hcp kept sending the patient to the manufacturer representatives for reprogramming and the patient had tried all of the programs. The patient would have an appointment with the manufacturer representative on (B)(6) 2016 to try programming again and would have an appointment with their hcp on (B)(6) 2016 to follow-up.

Event description:
Additional information received from the patient reported that there was no symptom control and it was occurring daily. There was no trauma or fall that could be related to this issue. The patient was able to use the programmer to verify stimulation was currently on. She was currently on program 3 and increased it to 2.6, which was comfortable sitting, standing, and walking. The patient was aware to decrease stimulation if stimulation became uncomfortable. The patient was going to continue tracking her symptoms. It was noted that she had not had symptom control and stimulation was feeling like it was getting worse. She had been leaking more and when she stood up she began leaking. It was embarrassing because she was afraid others could smell her urine. It was noted that the trial was a miracle. The issues had been occurring since implant.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had not been getting much bladder and bowel symptom relief since implant on (B)(6) 2016. The patient went to see their health care provider(hcp) and manufacturer representative on (B)(6) 2016 and they helped the patient adjust their programs. The manufacturer representative programmed the patient to program 2 at 3.9v and at the time they didn't know if they were feeling discomfort or not. Once the patient got home, they started feeling a lot of discomfort and pain on the right lip of the vagina. The pain felt like knives and razors poking at it. The patient decreased their stimulation down to 3.4v and most of the pain had gone away, but they still had symptoms. The patient increased stimulation from 3.4v to 3.5v and was able to feel stimulation comfortably and would try this setting for some time before adjusting their settings further. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
A patient reported that the trial device had worked beautifully, her therapy did not work since implant on (B)(6) 2016 and she had exhausted all of her programming options. The patient stated the healthcare professional had decided to replace the implantable neurostimulator (ins) and rewire the leads. The patient noted the ins was moved to a different location. There were no trauma or falls reported, no unrelated medical procedures. It was noted the revision had occurred on (B)(6). During the revision there were no allegations of system use issue. It was not known if the patient recovered completely. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.